Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed during the week (B)(6) 2015. According to the complainant, during the procedure, the snare did not cut the tissue cleanly. When a cautery was used, it functioned fine. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of failure to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.